Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 790 mg/dl. The customer also experienced different blood glucose level was 400, 600 mg/dl. The customer alleges on the insulin pump for under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.